Event description:
A treatment provider called to report that a patient had developed paradoxical hyperplasia post treatment.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01467-00.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting using the cooladvantage applicator to the upper and lower abdomen and flanks. The patient has developed paradoxical hyperplasia.